Manufacturer narrative:
The front bezel was returned for failure investigation, and it was identified that previous investigations have shown that liquid ingress due to the variability of the assembly process causes the reported navigation ring failure.

Manufacturer narrative:
G5:510(k)#: k102985; b4:16ul2021. The service provider (sp) inspected the device and replaced the front bezel to address the reported issue. The unit was checked overall, cleaned, functionally tested, and no abnormality was confirmed.

Manufacturer narrative:
There was no patient involvement.

Event description:
It was reported that the ventilator's navigation ring was not working. Reportedly, the values were jumping and setting could not be changed. There was no patient involvement.